Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while he was trying to check his blood glucose, his insulin pump received a pump error alarm. His blood glucose was 191 mg/dl. The customer said that he wasn¿t sure if his blood glucose transmitted to the pump. During pump error troubleshooting, the customer was assisted with a pump reset procedure for the future. He removed the battery but did not push the back button and states that it took him about 30 minutes for the pump to run out of the internal battery. He said that when he put the battery back in but the pump error troubleshooting could not be completed because he had received a critical pump error alarm. During critical pump error alarm troubleshooting, the customer stated that the display showed an open book icon. The insulin pump will be returning for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation and unit display goes unexpected blank while attempting to download, problem was isolated to the electronic board. Unable to download or perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. Unit received with minor scratched display window and case.